Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15084. It was reported that the patient underwent a routine generator replacement procedure. Prior to being discharged it was noted that the right atrial and right ventricular leads were switched in the header. The patient was brought back to the operating room and the leads were switched back to the correct header ports. The patient was asymptomatic throughout and was stable following the procedure.